Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized the same day of passing. The cause of death was a massive heart attack. The caller stated that bad heart, cancer, and diabetes, combined, contributed to the customer's death. The caller stated that the customer got cancer in 2004 and heart issues began in 2011. The customer's blood glucose at the time of death was 40 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.